Event description:
It was reported that the customer had high blood glucose levels of 330 mg/dl. The customer treated with manual insulin injections. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was advised to push insulin slowly from the reservoir with a plunger. The customer reported that insulin did not exit. The customer was advised to fill another reservoir and try the reservoir with another infusion set. The customer advised that the reservoir was now working. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.